Manufacturer narrative:
B5; additional information received ; it was said when it was reported that a move of the endurant to the proximal side could not occur normally because it was reported as unlikely that the endurant moved to the upper part of the blood vessel as it was anchored to the blood vessel and endurant received blood pressure from above but it was recognized that the occlusion of the renal artery was one of the possibilities of migration to the upper part. It could not be determined whether it actually migrated. Product analysis conclusion; the reported renal artery occlusion and possible device migration a could not be assessed on the pre-implant films provided; therefore, the cause of the event could not be determined. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft bifurcate was implanted in the patient for the endovascular treatment of a 78mm abdominal aortic aneurysm . It was reported that during the final angio post procedure, the left renal artery was examined and no occlusion was observed. However, a CT was performed 3 days after the index procedure due to an increase in blood pressure and it revealed that the left renal artery was occluded. It was suspected that proximal stent migration occurred. It was further reported that because the adrenal artery was located more centrally than the left renal artery, the left renal artery was not totally occluded and a small amount of blood flow was observed . There was no kidney damage. Creatinine level was 1.2 and the patient was discharged 5 days later. It was then noted on further examination of the imaging that the left renal artery was completely covered. As per the physician, the cause of the event cannot be determined. No additional sequelae were observed and the patient will be monitored.